Event description:
The procedure was coil embolization for basilar top artery aneurysm that was mildly calcified and moderately tortuous. During the procedure, an orbit galaxy (640cx3575/15331878, complaint product) would not be detached at the green zone using an unspecified dcs syringe ii. It is unknown if the physician attempted the alternative detachment. Therefore, the orbit galaxy was safely removed from the patient and was replaced for the same orbit galaxy (lot unknown), which could be detached without any difficulties. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. Prior to the complaint product, two orbit galaxy(detail unknown) were placed in the aneurysm without any difficulties. It is unknown the dcs syringe ii was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The orbit galaxy coil (640cx3575/15331878) could not be detached when pressurized to the green zone of an unspecified dcs syringe ii. It is unknown if the physician attempted the alternative detachment. Therefore, the orbit galaxy was safely removed from the patient and was replaced for the same size orbit galaxy (lot unknown) which could be detached without any difficulties. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury or complication reported. Prior to the galaxy that did not detach, two orbit galaxy coils (detail unknown) were placed in the aneurysm without any difficulties. It is unknown if the dcs syringe ii was replaced or not. The procedure was coil embolization for basilar top artery aneurysm that was mildly calcified and moderately tortuous. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the coil by visual inspection. Also no damages were reported on the device after the event. The orbit galaxy is not available for evaluation. A review of the manufacturing documentation associated with lot 15331878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per (embolic coil attachment pull test (eas), embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test. Preventive maintenance records for the coil loading machine used with this lot were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. It was reported that it is not known if the syringe was pressurized to the red zone as outlined in the IFU. This procedural factor may have contributed to the event; however, without the return of the device for functional testing no conclusion can be made. With review of the device history records there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.